Event description:
A customer reported a suspected false-negative result when testing a patient sample. The customer also indicated that the device positive control produced a negative result. The customer reported that a pcr method was used for confirmatory testing and yielded a positive result. No information was provided regarding the timing of the pcr test relative to the initial test or whether the patient was symptomatic.

Manufacturer narrative:
The manufacturer has completed the investigation. Retained samples from the affected lot were tested per established procedures, and no anomalies were observed. All devices met acceptance criteria and performed as intended. No product-related issues were identified, and the root cause of the reported event could not be determined. Note: this is the final report.

Manufacturer narrative:
Investigation is in progress.

Event description:
A customer reported a suspected false-negative result when testing a patient sample. The customer also indicated that the device positive control produced a negative result. The customer reported that a pcr method was used for confirmatory testing and yielded a positive result. No information was provided regarding the timing of the pcr test relative to the initial test or whether the patient was symptomatic.